Event description:
It was reported that the patient underwent a gynecological procedure stating mesh was implanted on (B)(6) 2010; and mesh was implanted on (B)(6) 2012. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that patient underwent mesh removal on (B)(6) 2012 with implantation of mesh. Reasons for explantation was reported as medically necessary. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced inflammation, urinary frequency, urgency, and urge urinary incontinence. It was reported that patient underwent removal and revision of pubovaginal sling on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.